Manufacturer narrative:
(B)(4). Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed no previous service events were related to the reported condition. Device evaluation: the reported condition of a colleague infusion pump that experienced a high occlusion alarm was confirmed during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition.

Manufacturer narrative:
The device has been received for evaluation, upon completion of baxter's investigation, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that experienced a high occlusion alarm occurred during bio-med testing. There was no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.